Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient experienced cardiac arrest and cardiac tamponade occurred. Act's were extended to operate impella. It was noted that blood gradually exuded into the heart sac. No additional treatment was provided. The patient ultimately expired. The patient became cpa for which pcps was inserted. At that time, hypoxemia occurred and caused hypoxic encephalopathy, resulting in death. Impella was working until the patient died. Relationship to impella: unknown, because cpa might have caused pericardial effusion due to the use of impella. No further information was provided.